Event description:
It was reported that a 59-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 500cc on the left and 550cc on the right-side, silicone breast implant experienced bilateral rupture postoperative. Patient reported that both implants are very soft. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 03, 2023 indicated that the patient informed she¿s still very displeased as her right nipple is stretching and its getting larger. Also that she¿s not happy that hcp used different sizes of implants. Manufacturer¿s reference number: (B)(4).